Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue; therefore no additional information was obtained.